Event description:
Pt to o.r. For cystoscopy, placement of left ureteral catheter and extracorporeal shock wave lithotripsy. After the surgeon placed the double j stent, the advancing device would not slide back over glidewire. After repeated attempts, the surgeon attempted to remove all 3 pieces (glidewire, double j stent, advancing device). The glidewire and advancing device were removed with double j stent remained in pt. Upon exiting pt, glidewire covering appeared frayed. Advancing device used to remove all 3 pieces. At the time of removal approx a 3 inch strip of the glidewire appeared to be stripped of coating, and silver metal piece from advancing device was stuck to glidewire.